Event description:
It was reported that, before a tka surgery, a legion housing cam module size 5 was broken. Despite this problem, the surgery was completed with the same device, without any delay. No harm to the patient as consequence of this problem.

Manufacturer narrative:
Internal reference number: case (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned lgn housing cam module s5 confirmed the device is fractured on the edges. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.